Event description:
Consumer reported blood sugar readings were out of their range. Analysis run on clarke error using competitive readings (136) as ref. Point vs. Bd readings (504) yielded data point in "c" range of the grid. Outside acceptable readings.